Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, lowbattery alarms were found on 01/08/2025 at 22:17:00.000 in the history files or traces. Battery cycle 14.0 received the lowbatteryalert (104) on 01/21/2025 12:58:00 after more than 7 days at 12.56 days. Battery cycle 12.0 received the lowbatteryalert (104) on 01/08/2025 22:17:00 after more than 7 days at 8.44 days. Battery cycle 8.0 received the lowbatteryalert (104) on 12/27/2024 13:55:00 after more than 7 days at 11.8 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the electronic stack. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails and scratched case. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected was not confirmed. However moisture damage was noted on the electronic stack during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an issue with their insulin pump, where the battery was draining rapidly. The customer reported no adverse event. The event involved product(s) mmt-1811. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-1811.